Event description:
It was reported that the catheter burst on the 1st inflation at 18-19atm after anastomosis of a graft in the brachial vein - (off label use). Upon withdrawal of the catheter through a 6fr introducer sheath, the balloon material came off in the brachial vein. The indwelling piece, which was close to the surface of the skin, was removed by the dr, who made an incision with a scalpel and removed the balloon material. The 6fr introducer sheath was removed and replaced with an 8fr introducer and a competitor's catheter balloon, which also burst. The dr removed everything and abandoned the procedure.